Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: the middle tooth and the one to its left are a little loose (they weren't loose before the treatment started). My last dental check-up and cleaning was approximately 8-10 months ago. I was waiting for my treatment to end before getting another check-up/cleaning. Clinical review: the patient completed an aligners evaluation for further treatment. Images show severe recession on the lower arch. When asked if mobility is present, the patient reports yes. The patient was advised to complete multiple 14-day rest periods, which do not appear to be resolving the mobility issue. The patient has been advised to remain in the current aligners and to have an x-ray taken to assess bone levels. The x-ray shows significant bone loss around the lower central incisor. The regular dentist has not advised whether the mobility and bone loss are related to a pre-existing condition. We have decided to refund this patient so they can seek traditional orthodontic treatment and periodontal care to address the bone loss and mobility.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.